Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (env ironmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo, and the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had in insulation defect. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076, implantable pacing lead, (B)(6) 2006. A 6947, implantable tachy lead, (B)(6) 2008. (B)(4).